Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a bilateral knee replacements. He started experiencing pain approximately 6 months after implantation. After several doctors visits the surgeon has not found a way to resolve this. Patient has not been revised. This pi is for complaint of pain in right knee.

Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat#5515-f-502; lot#nbhw. Tri ts baseplate size 6; cat#5521-b-600; lot#s4vy. Triathlon asymmetric x3 patella; cat#5551-g-350; lot#pel4. Triathlon fix. Peg 2 per pk; cat#5575x000; lot#am37y. Simplex hv with gentamicin us 1 pack; cat#6195-1-001; lot#521ba880fw. Simplex hv with gentamicin us 1 pack; cat#6195-1-001; lot#521ba880fw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving a triathlon insert was reported. The event was confirmed by medical review. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "on (B)(6) 2015 he underwent a primary right total knee arthroplasty with computer navigation for a diagnosis of osteoarthritis of the right knee. On (B)(6) 2016 pain in the right knee was described and right knee genicular blocks with fluoroscopic guidance was performed, after which the patient noted decreased pain and was pleased with the outcome. In this patient with chronic low back and knee pain, there is no either lab or imaging evidence to suggest infection, loosening or component manufacturing materials as related to his symptoms. On (B)(6) 2018 it was noted, ¿more consistent with neurologic pain¿, and on his last documented visit on (B)(6) 2018 he was referred to pain management service. Device history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the patient was experiencing pain. A review of the available medical records by the consulting clinician noted that, "in this patient with chronic low back and knee pain, there is no either lab or imaging evidence to suggest infection, loosening or component manufacturing materials as related to his symptoms. On (B)(6) 2018 it was noted, ¿more consistent with neurologic pain¿, and on his last documented visit on (B)(6) 2018 he was referred to pain management service." The root cause can not be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called stating he had a bilateral knee replacements. He started experiencing pain approximately 6 months after implantation. After several doctors visits the surgeon has not found a way to resolve this. Patient has not been revised. This pi is for complaint of pain in right knee.